Manufacturer narrative:
The insulin pump was received with blank display due to burned component on interface board. The insulin pump was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external ram error alarm, unexpected restart alarm, low battery alert, failed battery test alert and battery out limit alarm due to blank display. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received several unexpected restart alarms, external ram error alarms, battery out limit alarms and a failed battery test alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed. The customer stated that the insulin pump was not stored for extended period of time. The customer stated that the unexpected restart alarm did not occur after battery change. The customer stated that they received multiple battery out limit alarms when the batteries were out of the insulin pump for less than a minute. The insulin pump will be returned for analysis.